Manufacturer narrative:
E1: facility name (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer¿s stated problem was confirmed through review of the event history log. Functional testing revealed no issue. No action was taken.

Event description:
It was reported that the pump had error upstream occlusion. There was unknown patient involvement. No patient harm/adverse event was reported.